Event description:
A malfunction alarm was reported, specifically malfunction code 9. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The customer reported at least three occurrences of the same issue with their pump. Technical support assisted the customer in resetting the pump to restore its function and advised on putting it into storage mode before returning it. The customer will continue using the current pump until the replacement arrives, which was sent by technical support. The customer was informed about the necessary steps upon receiving the new pump and acknowledged the process.